Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the ins had been implanted past the use-by date (ubd). Additional information was received from the patient. They reported that per a call to the representative (rep) on (B)(6) 2025 they confirmed that the serial number was correct for patient and as well the implant date of (B)(6) 2025 is correct. The rep said they assisted the patient to check this information and confirmed that this serial number was implanted after it's used before date (11/14/2024) rep added that apparently no one noticed the serial number's used before date during the implant procedure.